Event description:
Healthcare professional reported "seroma, rupture, textured, calcification, capsulitis, capsular contracture baker grade ii", diagnosed with ultrasound. This record is for the right -side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture, textured and contracture".

Event description:
Healthcare professional reported "rupture and textured". This record is for the unknown -side. Device status unknown.

Manufacturer narrative:
Corrected data: b1 b6 d6a h6 h11. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "rupture and textured". Healthcare professional further reported seroma, calcification, capsulitis, and "capsular contracture baker grade ii" diagnosed with ultrasound. This record is for the right -side. Device remains implanted